Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune liner trial has broken lug. Pinnacle 45 degree pivot screwdriver tip broken.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event of breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.